Manufacturer narrative:
The user facility contacted steris as they have experienced multiple instances of the biological indicator evidencing passing results while the chemical indicator does not pass. The facility informed steris that they release instruments included in these sterilization cycles regardless of the of the chemical indicator results. The biological/integrator challenge pack instructions for use state "if the bar (on the chemical indicator) does not reach the "pass" area, critical sterilization parameters were not met and the load must not be used. Follow department procedures for reporting sterilization failures." Steris personnel notified the user facility personnel of the need to reprocess when the chemical indicator does not evidence passing results. A steris service technician tested the sterilizer subject of the reported event, and confirmed the unit to be operating according to specification. Steris will offer in-service training to the customer on proper use and handling for the biological/ integrator challenge pack.

Event description:
The user facility reported the chemical indicator in their biological/integrator challenge packs did not evidence passing results. No injury, procedural delay, or cancellation was reported.